Event description:
Manifold from or 1 attached to patients left internal jugular (ij) line, overnight pump alarmed occlusion a couple times. Rn unable to flush due to medications in line. Rn removed from microclave site to new site. Upon rn placing it in different microclave approximately 4 hours later rn experienced an additional occlusion alarm on the new microclave site of manifold. Upon inspection microclaves were noted to be depressed and did not recoil. After further inspection, microclaves that had antiseptic chlorhexidine gluconate (chg) caps were inspected and were noted to be depressed into clave and did not recoil when inspected. Multiple lot numbers involved. Patient code: 4580. Device codes: 2340, 2423, 2976. Reference report mw5175601.